Manufacturer narrative:
The full lead was returned in segments and analyzed. Analysis indicated that the outer insulation was ruptured. There was blood on the proximal conductor of the lead and it was not obstructed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.